Event description:
It was reported that at follow up the pacing lead impedance had increased. X-ray showed no fracture nor externalized conductors. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.